Event description:
During a ptca procedure, the tip of the wire broke and remained in the pt. No attempt was made at retrieval. Pt status is listed as "okay". No additional info is available at this time.